Event description:
This 34-year-old female with a history of rheumatic heart disease, had the second mitral valve replacement in 1982. The device specifications are not known to this reporting facility. The pt has experienced increasing episodes of intermittent atrial fibrillation related to severe mitral regurgitation and severe pulmonary hypertension. The prosthetic mitral valve was calcified and had a tear in one of the leaflets. Gross description: valve struts are intact, small amount of fibrinous tissue adherant to the woven fabric around the valve seat, small amounts of calcification with no gross evidence of vegatations.